Event description:
Event description boston scientific crm received information that this patient who had recently fell from a ladder at work, had right ventricular (rv) oversensing, pacing inhibition and no capture observed, the patient reported some lightheadedness. A revision procedure was performed and both the right atrial (ra) lead and rv lead tested fine during implant testing, for this reason the 1298 device was explanted and a new s603 device was successfully implanted. Two days later, oversensing, pacing inhibition and no capture was again observed on the rv lead. A rv lead fracture was suspected by the physician due to the previous fall, it was decided to explant both the ra and rv leads and two new leads were implanted. Since the implantation of the new leads, no further issues have been reported.

Manufacturer narrative:
The ra and rv leads were surgically abandoned and successfully replaced. The s603 remains in service and the clinical observation can not be confirmed. The 1298 device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device header was checked per is-1 lead gauge pin, and passed. Visual the header was observed under a high power microscope and showed no irregularities in lead barrels, and all setscrews moved freely and showed no problems for lead insertion. Device was manipulated while electrograms (egm's) were running, no anomalies or even markers, and no unusual noise was noted. This pacemaker was explanted due to an upgrade procedure. Upon receipt at boston scientific crm reliability assurance laboratory, the s603 was thoroughly inspected and analyzed. Normal interrogation was observed on the zoom programmer. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing and sensing functions of the device. The device performed normally throughout all tests.